Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with (B)(6) identifiers for the applicable systems: (B)(6) (aviva meter) (B)(6) (aviva combo meter).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 297 mg/dl, 190 mg/dl, 140 mg/dl (aviva combo) and 118 mg/dl (aviva). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.